Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx141cm fg coyote fc (emerge) balloon catheter was advanced for dilatation. However, during initial inflation at 4 atmospheres for 15 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition post-procedure.